Event description:
It was reported that during a laparoscopic prostatectomy procedure, immediately into the procedure an instrument was inserted into the trocar and then removed. Gas leaked from both the duck bill seal and the universal seal, the seal did not revert back. It was resolved by the clinician tapping the trocar at which point it sealed. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.